Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 pulled out of the device shaft after insertion in the meniscus. The implants were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows the needle is bent on two planes. No ts or suture remain on the insertion needle or were returned for evaluation. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. It appears that the bending of the needle contributed to the simultaneous deployment. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).